Event description:
A user facility reported that during intraocular lens (iol) implant surgery, a lens had a broken haptic. Additional info was received from a nurse who reported that the incision was enlarged to remove and replace the lens. Sutures were used to close the incision. Additional info has been requested.

Manufacturer narrative:
Product eval: the lens was returned with solution and what appears to be a small amount of blood dried on the lens. Both haptics are broken. Optic damage is also observed. Results from the product history record review indicated the product met release criteria. The questionnaire indicates that a cartridge, a handpiece, and viscoelastic were used with this lens. Product history records could not be reviewed for the cartridge and handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Without knowing the specific model of the cartridge used with this lens combination, we are unable to determine if an approved combination of products were used. Root cause: the product investigation could not identify a root cause for the complaint. The lens was changed. While we are unable to determine the exact origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution and blood combined with the condition of the returned sample, the damage is most likely customer related. No other complaints reported in the lot. (B)(4).